Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that during an interventional balloon inflation, a stopcock failed. The customer stated that the stopcock issue was "the white valve popping out of its main bracket." As a result, the physician and the scrub person received a body fluid exposure to the face. No further adverse health outcomes were reported.